Event description:
It was reported that the service and repair department documented six (6) devices. It was reported that one is dead; for four of them the reverse button does not work and the last one makes loud noises. The issue was discovered during testing. The sales consultant confirmed that there was no patient involvement. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Service history review: lot # 005363/5764645/002087 a service history of the past three years has been reviewed. The item was previously returned for service on (B)(6) 2014 due to motor failure and on (B)(6) 2013 due to electronic control damage. The customer called in a service request for this item on (B)(6) 2015 and reported that the device is an inoperable, reverse button does not work. The previous service condition of motor failure is relevant to the current complained issue of the device is an inoperable, reverse button does not work. The manufacture date of this item is (B)(6) 2008. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service/ maintenance history & investigation summary/eval was completed: part 3 (05.000.008 lot 5764645): the repair technician reported the reverse and fast forward speeds were not working. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on 13-jul-2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code gxl. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.